Manufacturer narrative:
The reported event for shocking at the ipg site was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-10812. It was reported the patient experienced over stimulation with their scs system. Reportedly, the patient underwent surgical intervention on (B)(6) 2019 wherein the existing paddle lead was disconnected, remained implanted, and the physician connected two new percutaneous leads. The ipg was explanted and replaced. Therapy was restored post operatively and issue was resolved. Additional information received indicated the patient was already scheduled to undergo a full scs system revision to begin treatment for existing and new pain pattern.